Event description:
The caller reported the tube was placed in the pt on (B) (6) 2009 and a pilot balloon leak was noticed later the same day. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.